Event description:
Device #2 malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the heavily calcified left common iliac artery, the fox plus 9.0x40 balloon ruptured at 12 atmospheres, during the first inflation. A fox plus 9.0x20 was used and the balloon ruptured at 13 atmospheres during the second inflation. The two balloons were completely removed from the anatomy. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete. Device #1: fox plus pta catheter 9.0x40 (part # ap24009, lot # 434741) has been filed under the medwatch manufacturer report number 9710478-2009-00059.